Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulties occurred and the distal part of the rotawire became detached and remained in the vessel. A 330cm rotawire was selected for use. During the procedure, rotablation was performed on the 2 lesions of the right coronary artery and the rota floppy wire was deployed distally in a small vessel. After successful rotablation, the rotawire was noted to be stuck in the small vessel. The wire was removed, however, the distal part of the rotawire became detached and remained in the vessel. Attempts were made to retrieve the wire using a goose neck snare and additional wires, however it was lodged fast in a small distal sub branch of the artery. No further patient complications were reported. The patient is fine and recovering.